Event description:
It was reported that balloon rupture occurred. The target lesion was not stenosed. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 6 atmospheres. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.